Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, of this document lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away. The patient wished to discontinue with any therapy, therefore left ventricular assist device (lvad) was stopped. The outcome was not considered device or therapy related. After the lvad was stopped, the patient subsequently passed away about 1 week later. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome.